Manufacturer narrative:
.

Event description:
It was reported via phone call that the customer's blood glucose reading was 217 mg/dl, not 2017 mg/dl.

Manufacturer narrative:
Insulin pump passed displacement test; it failed self test returning an unexpected pump error hardware low level failure. Pump error hardware low level failure is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states

Event description:
It was reported that the insulin pump had pump error. Customer's blood glucose value was 2017 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The device will be returned for analysis.